Event description:
It was reported that the ilet touchscreen became intermittently nonresponsive on the unlock screen, requiring multiple attempts to slide and unlock, and the user requested a replacement device. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer interview, verification of device use conditions, and review of device logs as available. Investigation of this case revealed a touchscreen responsiveness malfunction consistent with a user interface input failure of the display/touch module; no alarms or alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the touchscreen component.